Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the hospital's biomed was assembling and testing a new v60 ventilator. When he was in the process to test the o2 manifold connected to the vent, he observed that the o2 manifold on the transport kit had a hose that was not checking the o2 and it was leaking oxygen out the hose. There was no patient involvement.

Manufacturer narrative:
O2 manifold was returned to the manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. Testing confirmed one check valve remained open when the manifold was pressurized. The check valve was disassembled and its poppet found to be stuck on the valve seat in the main body, it was not moving when orienting the valve in different directions. The poppet was removed. On the poppet surface residue could be seen, likely thread locking fluid from the check valve assembly. Residue was also found on the valve shaft. After breaking free the poppet, the valve was re-assembled and tested. Testing showed all inlet valves shut at 10psi and th flow trough each check valve was within specifications. All test passed. The root cause for the returned o2 manifold remaining open when the manifold was pressurized was due to residue on the poppet surface and on the valve shaft.

Manufacturer narrative:
UDI: added.